Event description:
Device report from synthes reports an event in india as follows: this report is being filed after the review of the following journal article: hardik r. Patel, pankaj shantilal rathod, (2023)/study of mid-shaft clavicle fracture treated with precontoured locking compression plate at tertiary care hospital, international journal of pharmaceutical and clinical research 15(2), 402¿406 (india). The purpose of this study was to examine a tertiary hospital's precontoured locking compression plate treatment of mid-shaft clavicle fracture. Out of the 64 cases, 58 patients were male and 6 patients were female. Age of the included patient varies from 18 years to 60 years. Mean age was recorded to be 46.57 +- 15.23 years, majorities of the male, had road traffic accident (18.25%) and unilateral clavicle fracture was found in majority of the patients (96.87%). Clavicle fractures were treated with a locking compression plate that was precontoured. Follow-up was conducted every two weeks until three months, then once a month until six months, then once every two months until one year. The following complications were reported as follows: dysthesia, wound dehiscence, painful shoulder. A copy of the literature article is being submitted with this medwatch. This report involves one unk - constructs: lcp. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: 510k: this report is for an unknown constructs: lcp. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.